Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with loss of communication, bent sensor, tape came off, 3 sensors failed. The customer reported no adverse event. The blood glucose value at the time of event is unknown. The customer was treated with hospitalization. The event involved products mmt-7911na, mmt-7020lb, mmt-7020lb, mmt-1884. Troubleshooting was performed for loss of communication and observed the transmitter is out of warranty. Troubleshooting was performed for bent sensor. Explained that a slight bend/curve is normal as sensor is designed to be flexible. Troubleshooting was performed for tape not sticking. No harm requiring medical intervention was reported. No product return is required for mmt-7911na. No product return is required for mmt-7020lb. No product return is required for mmt-7020lb. No product return is required for mmt-1884.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported that the customer's hospitalization due to hyperglycemia happened three months ago and not at the time they had loss of communication issue between pump and transmitter. The event was reported on 09-july 2025 under MDR# 2032227-2025-207717. Hence the event submitted under regulatory report 2032227-2025-207619 is duplicate one.